Event description:
Reporter stated that an unconscious (unk if fasting or non-fasting) pt's capillary blood glucose was tested, using the suspect device, with a result of 86 mg/dl. Reporter stated that an additional venous sample was obtained from the same pt, and when tested in the facility's lab (23 minutes later), measured 22 mg/dl. Reporter indicated that pt was treated with d50, after receipt of the lab result. Reporter noted that pt's treatment was delayed due to the reading of 86 mg/dl, obtained on the suspect device. Pt's current condition: "discharged," and according to reporter assumed to be "fine." Reporter stated that quality control testing had been performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.